Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system images went dark and the technique tracked to maximum. No patient injury was reported.